Event description:
It was reported that "laser kept on lasing after physician released the footswitch." Customer reported that while lasing synovial tissue in the knee, the physician released the footswitch and laser continued to lase. At the same time, the physician removed the delivery device from the treatment site and he thought that laser energy hit the pt outside the treatment site. The emergency stop button was depressed immediately and laser stopped lasing. Physician then proceeded to check pt where he thought laser energy was applied and found no evidence that laser energy had come in contact with any part of the pt or surrounding environment. No injuries to pt or staff were reported. Physician completed the case by another method (shaver). The trimedyne field svc engineer conducted an on-site eval of the laser. After replacing the footswitch, the laser was kept in running mode for approx one hr at which time the field svc engineer depressed and released the footswitch periodically and noted that laser was running within specs. Reported footswitch will be returned to trimedyne for eval.